Manufacturer narrative:
Screw was returned in two pieces. Visual examination of the fracture surface under magnification show the fracture to be consistent with fatigue related to cyclical loading over time. It is not know how long the screw was in place. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
Surgeon was using head adjuster to free a poly head of bone growth from a prior fusion. Patient had prior fusion l5-s1. Surgery was to extend construct to l3. The action of the head adjuster caused the neck of the screw to break. Surgeon was able to remove the broken shank and remove the screw. There was no adverse patient outcome. Event resulted in an extension of surgery time in excess of 30-min. And as a result an MDR is filed to document this event.